Event description:
Two hours after a coronary drug eluting stenting treatment procedure, the pt developed chest pain and acute hypotension and was found to have a sub acute thrombosis. The physician had successfully deployed a taxus express2 3.0 x 24 mm drug eluting stent, using a dual wire balloon technique, in a 99% lesion in the proximal lad. It is unk what medications were administered during the initial procedure. Asa, plavix and integrilin were administered postprocedure. Two hours post-procedure, the pt developed symptoms noted above and was taken to the cath lab for evaluation. Intravascular ultrasound confirmed abrupt closure of the distal left main coronary artery and subsequent treatment was undertaken. The physician was able to successfully revascularize the lad and ramus branches with kissing balloon technique using crosssail 3.0 x 15 mm and 2.5 x 15 mm balloons, reducing 99% stenosis to 0% in both branches. An intra-aortic balloon pump was inserted and the pt required defibrillation for ventricular fibrillation at the time of the reintervention. Dopamine was infused to ensure hemodynamic stability. The pt was maintained on a prolonged infusion of integrilin. The pt expired one week post-procedure. The cause of death is unk. In the opinion of the physician, the pt's death was not related to the taxus express2 drug eluting stent.

Event description:
It was further reported that this was a very "complicated procedure." The pt had undergone previous intervention with placement of an unknown stent in the ramus branch. In deploying the taxus stent in the proximal lad and extending into the lm, the ramus branch was "jailed."